Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B )(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient tested 1.8 inr on the coaguchek xs system while a professional coaguchek xs plus system returned a result of 2.9 inr. The blood for the coaguchek xs plus sample was taken with a coated thin capillary tube, and then applied to the test strip: coating unknown. No actions taken based on device results. No adverse event reported. Requested return of suspect system.